Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there were untreated episodes due to double counting. Review found significant morphology changes due to bundle branch block (bbb). Nine months later there were additional untreated episodes and at that time programming changes were made. Approximately two and a half years later smartpass was noted to be off and the amplitude was variable. Double counting continued to be observed. Two months later the patient received an inappropriate shock while in primary sensing vector due to t-wave oversensing. It was noted that the patient had received an inappropriate shock two months ago due to the double counting and the sensing was reprogrammed. Boston scientific technical services (ts) was consulted and discussed programming options along with suggesting a treadmill test. While reviewing data, engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that there were untreated episodes due to double counting. Review found significant morphology changes due to bundle branch block (bbb). Nine months later there were additional untreated episodes and at that time programming changes were made. Approximately two and a half years later smartpass was noted to be off and the amplitude was variable. Double counting continued to be observed. Two months later the patient received an inappropriate shock while in primary sensing vector due to t-wave oversensing. It was noted that the patient had received an inappropriate shock two months ago due to the double counting and the sensing was reprogrammed. Boston scientific technical services (ts) was consulted and discussed programming options along with suggesting a treadmill test. While reviewing data, engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that this s-ICD has been explanted and underwent an upgrade procedure to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.